Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical italy. During the investigation it was noted that evaluation of the device confirmed that the unit failed the defibrillator and pacer power-on self-test. However, the issue could no longer be reproduced after the original pd engine was removed and reinstalled. Following reinstallation, the device passed all functional testing, including defibrillator and pacer testing. As a precaution, the pace/defib engine was replaced to reduce the probability of recurrence. No emerging trend based on similar reports.